Manufacturer narrative:
Result: cracked calf support cast frame.

Event description:
It was reported by service report that the left calf support cast frame was cracked with sharp edges. No pt involvement or adverse consequences are reported.